Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements. Additional information was received that the patient impedance has been high but stable. However, the cause was not determined and the physician will continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that high, out-of-range (oor) shocking lead impedance measurements continue to be observed. Subsequently, the device has now been programmed to monitor only and the oor alerts should no longer be sent per the clinic as the daily measurements will be turned off. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that high, out-of-range (oor) shocking lead impedance measurements continue to be observed. The presenting electrogram (egm) indicated the shock channel was clean and didn't exhibit any noise. The physician inquired about reprogramming tachy therapy back on. Boston scientific technical services (ts) recommended that if tachy therapy was turned back on they perform a commanded shock to test the systems ability to charge and deliver a shock without an open circuit condition being detected. Subsequently, tachy therapy was not programmed back and the system remains in service. No adverse patient effects were reported.